Manufacturer narrative:
Continued e.1. Facility name: advanced aesthetics plastic cosmetic surgery & laser centre continued e.1. Phone number: +(B)(6). Continued e.1. Fax number: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "disintegrated - extracapsular". Device was explanted and replaced with a non-allergan device.